Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasion was noted at 12.6-12.8cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4).